Manufacturer narrative:
Concomitant medical products: abstack30 abs fixation device 30 tacks(lot# nsj0202emx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of an incisional hernia. It was reported that after the implant, the patient experienced chronic pain, recurrence, fbgcr and adhesions. Post-operative patient treatment included revision surgery.